Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump intermittently reset unexpectedly. Customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 280 mg/dl.